Event description:
The customer contacted spacelabs healthcare to request a depot repair for a exhibit central station (xcs) that failed while in use. The xcs would not power back on. The unit was shipped to spacelabs healthcare for depot repair and the reported problem was verified. The issue was found to be due to a faulty motherboard. The device was repaired and after passing final functional testing, the unit was returned to the customer.